Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. The mother also stated that the customer wore the insulin pump during an MRI. Advised the mother that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.